Event description:
The patient's parent called to report that diabetic pt used the suspect device and obtained a result of 415mg/dl. Pt then gave self a bolus of insulin based on the result through pt's insulin pump. Pt felt ill and passed out. Emt's were called and they checked pt's blood glucose with their equipment and obtained a reading of 21mg/dl. Pt was given a glucose IV until pt's blood glucose reached 198mg/dl. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.